Event description:
It was reported that while using a 3 ml bd integra¿ retracting safety syringe with 21 g x 1 1/2 in., the needle failed to retract. The following information was provided by the initial reporter: syringe used did not retract from muscle, although the mechanisms clicked as though to retract.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter fax#: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. .